Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultraeasy meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that issue with her meter started on (B)(6) 2015 at 2:00 am when she obtained an alleged inaccurately high blood glucose (bg) result of 276 mg/dl. At 2:30 am, she allegedly obtained another inaccurate high bg result of 253 mg/dl with the same meter. The patient manages her diabetes with insulin (self-adjuster). After obtaining the 2:00 am result, the patient reported that she administered an increased dose of 18 units of insulin and a further, unspecified, dose thirty minutes later - after obtaining the second reading. She reported that at 3:00am, she compared the result on the subject meter with that obtained on another meter. She reported a result of 276 mg/dl on the subject meter and 170 mg/dl on the other meter (ot verio). Meter to non-calibrated meter comparisons are invalid for the purposes of determining an inaccuracy. Or. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient alleged that overnight she began shaking and sweating. She alleged that she consumed food (yogurt and dextrose) to treat her symptoms and reported that she felt better by about 8:00 am on (B)(6) 2015. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The csr also noted that the patient was using correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.